Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer was unable to load a new cartridge due to reportedly an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly a new cartridge was loaded, and insulin delivery was resumed. It was also reported that the pump shut off unexpectedly. Reportedly, the customer continued to use the pump for insulin therapy. The customer's blood glucose was 208-250 mg/dl.